Event description:
Healthcare professional (hcp) reports transfer set with a leak. The leak was noted at the connection of the female connector and the main body, as well as in the twist clamp area of the transfer set. The leak was noted by the hcp while flushing the transfer set/catheter. The pt received a transfer set change and prophylactic antibiotics (keflex, dosage unknown). No pt injury resulted from incident per hcp.